Manufacturer narrative:
Reporter is jnj representative. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020, the patient underwent the removal surgery. During the device use, the tip of the inserter/extractor broke. The surgery was completed successfully without any surgical delay. The patient outcome was stable. This complaint involves one (1) device. This report is for (1) insert/extractor. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part: 332.350, lot: 8906785, manufacturing site: bettlach, release to warehouse date: april 30, 2014. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified visual inspection: upon visual inspection of the complaint device it can be seen that one prong is broken off, this thus confirming the complaint description. Otherwise, the instrument in a good condition. (For further details see attached pictures). Dimensional inspection: during investigation the measurements were measured: with the calliper the measure result is within accuracy. Document/specification review: drawings and revisions are in accordance to DHR of production lots. All relevant features are defined on the used drawing revisions of DHR of production lots. Summary: the complaint is confirmed as the part is broken as reported. Device history record (DHR) reviews were performed for the affected lots, no abnormalities or deviations were detected, which could lead to the complaint failure. The article was manufactured in april 2014. No ncrs were marked in the DHR¿s during production. Moreover, a review of our complaints data base shows, that there are no other complaints for this issue from this article and lot numbers. Unfortunately, we are not able to determine the exact reason for this occurrence, but we assume that high applied mechanical force could have led to this damage or/and that during the operation an application error may have taken place. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.